Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion as located in a calcified and moderately tortuous right coronary artery (rca). The target lesion was in-stent restenosis of a 4.0x18mm non bsc stent. A nc quantum apex mr 12mm x 4.00mm balloon catheter was initially inflated to 16atm for 20 seconds then inflated a second time to 20atm when the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).